Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage, and the power consumption was dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Additional information received which indicated that this patient was admitted to emergency room (ER) for being shocked by this device. The ER attempted to interrogate the device but were unable to due to device going to end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage, and the power consumption was dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Additional information received which indicated that this patient was admitted to emergency room (ER) for being shocked by this device. The ER attempted to interrogate the device but were unable to due to device going to end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.